Event description:
I am using the dexcom g6 continuous glucose monitor (cgm). Today, I happened to be checking my blood glucose with a reliable glucometer to make sure that it was operational so that I could take it to my insulin pump training. When I tested my blood glucose on the [bayer contour next] glucometer, I checked twice and the readings were 206 mg/dl and 202 mg/dl. This was way off of that the cgm was reporting, which was 145 mg/dl. I then triple checked by checking my blood glucose on my usual glucometer and it reported a result of 200 mg/dl. This is about 60 points off of my actual blood glucose, and on the low side too. For an insulin dependent (type 1) like myself this, could be deadly. The other reason for my concern is that this has happened before, but I thought it was just a random anomaly, so I did not report it. FDA safety report ID# (B)(4).